Manufacturer narrative:
Unique identifier (UDI)# (B)(4).

Event description:
The customer stated they were getting questionable results for multiple tests. The customer believed that somewhere around 50 patients samples might have been affected. An unknown amount of questionable data was reported outside of the laboratory until the technician realized there was a problem. The data for one patient was provided. Of the data provided, only the result for ca2 calcium gen.2 was discrepant. The initial result for calcium was 5.84 mg/dl. The repeat result was 8.9 mg/dl. The repeat testing was performed on another cobas 6000 analyzer. The repeat testing was believed to be correct. The data for this specific patient was not reported outside of the laboratory. The calcium reagent lot is 23822701 with an expiration date of 6/30/2018. The customer reported that there had to be four corrected reports sent out. The customer also reported that there were no adverse events caused from the data that was reported outside of the laboratory. When investigating the analyzer the customer found a clot that was stuck on a cell rinse nozzle. The field engineering specialist determined that the clot was picked up by the sample probe and later got stuck on the cell rinse nozzle. The customer cleared the clot and ran a precision run with multiple chemistries which all results were within specifications. The customer also ran calibrations and qc which all passed.

Manufacturer narrative:
Further investigation determined that the clot that was picked up by the sample probe and was later found stuck on the cell rinse nozzle by the customer was the cause of the discrepant result. Improper pre-analytical handling of the sample could lead to an issue with the sample quality. The customer reported no further issues following the service visit and that the analyzer is performing as expected.